Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device suddenly displayed a low battery message and there was a red x in the rfu. The customer further stated that the problem went away and the device returned to normal when the battery was removed once from the device and reinserted. There was no patient involvement.